Event description:
It was reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer contacted primary care provider for backup insulin therapy.